Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer noticed that there was wetness all around the adapter and infusion set and cartridge connection. The connection was secure. He could not see any visible cracks in any of the items. Patient feels it is the infusion set that is leaking. Infusion set was requested for return. No adverse event reported.